Manufacturer narrative:
(B)(4). Baxter medical assessment: dura-guard processing is identical to all tissue-guard processing (including vascu-guard), with one exception: the dura-guard product has a tighter limulus amebocyte lysate (lal = endotoxin testing) endotoxin specification as per the us pharmacopeia requirements. This lower lal threshold differs from those in the other tissue-guard products because dura-guard is used in contact with csf. Dura-guard device endotoxin specifications require <2.4 EU (endotoxin units) per device or <0.06 EU per ml. Peri-guard, peri-guard supple and vascu-guard specify <20 EU per device or <0.5 EU per ml. If this use error would recur, an adverse health consequence is expected. Retraining is not required since this has already been discussed during interaction with the reporter. A follow-up report will be submitted upon receipt and review of the investigation results.

Manufacturer narrative:
(B)(4) baxter (B)(4) completed the investigation. According to baxter (B)(4), the hospital did not recognize that peri-guard is not indicated for dural repair procedures. A letter from baxter (B)(4) was sent to the customer. Sample evaluation could not be performed as no sample was available. Batch record review was performed and revealed that the lal (endotoxin) level for this lot of peri-guard was <0.01 EU/ml. This is below the FDA specification of 0.06eu/ml that is required for dural applications. Additionally, the tier ii and tier iii lots were reviewed. There were no scrap or rework issues in these lots that can be associated with this complaint. Released product met all specifications and requirements including a reported lal level of <0.01. No trend was identified. This case will be kept on file for trending purposes.

Event description:
Reporter states, over the weekend, their facility performed a craniotomy. She states they had a large dural patch (dura-guard - dg 6x8), but the nurse gave the surgeon a pericardium patch (clarified as supple peri-guard (pc-1016sn 10x16)). Customer asked if spg could be used in this manner of if it was contraindicated. Explained to the customer that the use of spg as a dural substitute is off-label; however, their lot of spg meets the FDA requirements for a dural substitute. Based on other similar cases, explained if she had the lot number/exp. Date for the spg used, I could forward to our quality department to determine if the specifications are met re: endotoxin level requirement. Also spoke from IFU, contraindications section - supple peri-guard is not designed, sold, or intended for use except as indicated. Customer verbalized understanding. She provided lot number spce113-07g0086 and would like additional follow-up to determine if this lot falls within the dg endotoxin levels. Referred this case to management to determine specs per customer's request. Additional information received on 20-nov-2014: (B)(6), clinical coordinator, stated that the product was used and when it was discovered it was used off label, they contacted us immediately. They have been monitoring the patient and there has been no adverse effect from the surgery. They will continue to monitor patient.